Event description:
The pump logs indicated that a motor stall had occurred on (B)(6) 2014 with the ¿stopped pump period may exceed tube set¿ message occurring two days later. There was no motor stall recovery recorded in the logs. It was noted that there was no known cause of the stall; the patient had not had any recent mris. The patient was hurting a lot and wasn¿t feeling well, though he already had oral medications. The device system was previously being used to deliver morphine. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).